Event description:
It was reported that during a da vinci s lobectomy procedure, the surgeon found that part of the plastic at the wrist of the permanent cautery spatula had broken off and fell into the patient's body. The fragment was retrieved and the procedure was successfully completed using a replacement instrument of the same type.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one distal clevis ear broken off at its base. The size of the broken piece is approximately .285 x .235 and was not returned. The ear had broken off on the opposite side of the conductor wire and cap. The broken ear piece was not returned, however, the conductor cap was returned taped to the housing. Additionally engineer observed a missing conductor cap and broken ceramic sleeve. The conductor cap is missing as a result of the clevis breakage. The yaw pulley extruded boss feature that holds cap in place is broken off. The distal end of ceramic sleeve has a .090 x .090 piece broken off. Spatula is bent slightly where it transitions from a cylindrical to a flat shape. Engineer has concluded that the clevis breakage and observed damage may be due to excessive loading at the tip of the instrument. No other damage found.